Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: the actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once investigation has been completed, a follow-up report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found it was returned without its packaging. The tip showed signs of activation. The tip, handle, shaft, tubbing and plug did not show any signs of damage. The device will be send to the supplier for further testing. The supplier performed an evaluation with the following results: the device was received in the bag only, the tip was in used condition with tissue debris inside the active tip, no other anomalies could be observed on the device. The device passed the electrical testing but failed the flow rate functional testing. Further investigation was performed, the device was subjected to both positive and negative pressures. The device as presented was in used condition with some evidence of discoloration on the active tip. The complaint was substantiated via visual inspection. It should be noted that the active tip presented was in used condition with blocked suction path, which contradicts the customer statement. The appearance of the active tip was as expected post activation; no visual abnormalities or anomalies were detected. This discoloration would have been caused by the functional testing of the product in saline during the manufacturing process. The functional testing of devices in saline has been confirmed as the assignable root cause of the discoloration. The overall complaint was confirmed as the observed condition of vapr clplse90 electrode w hand cntrls would have contributed to the complained issue. Based on the investigation findings, the potential cause for the reported condition could be traced to the manufacturing process which has been escalated to CAPA. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: visual inspection of the returned photos found that the device tip was discolored. No other anomalies were noted. The manufacturer performed an investigation of the photos provided with the following results: the discoloration on the tip surface seen in the images is caused by end of line 100% functional testing of the electrode in saline during manufacturing. The discoloration visible on the tip surface in the attached image(s) would appear to be consistent with the discoloration seen for complaint devices seen under CAPA caused by end of line functional testing of the electrode in saline. The saline management containment actions were implemented to help reduce this discoloration. The discoloration of the tip surface is cosmetic only and does not pose any risk to the patient. The overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would have contributed to the complained device issue. Based on the investigation findings, a potential cause is traced to manufacturing. The product issue has been addressed through supplier quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. E1. Initial reporter address: not available.

Event description:
It was reported that during an arthroscopy surgery, after opening the packages of (2) vapr clplse90 electrode w hand cntrls devices, it was found that the surface of the devices were dirty. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information was provided. Report 1 of 2 for (B)(4).